Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the instrument broke during surgery.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Update: an hb rim impactor adapter was returned for evaluation. As returned, the device was fractured into three pieces; the fractures ran through the connecting feature. The device exhibited crack running through the rim feature and a small piece was missing at the fracture site. Damage was too severe for dimensional analysis. This device is used for treatment. Device history record review did not find any deviations or anomalies. The device was manufactured on (B)(4) 2013, and had a potential field age of more than 3 years. It is unknown how many times the device had been used during that time. Complaint history search revealed one additional complaint for the part/lot combination; however the additional complaint was for the adapter wear. Complaint history search for the part number revealed twelve additional complaints for this device for same or similar issue. A previous design change was done on the hb impactor adapter to enhance the performance lifetime of the continuum dome and hb rim impactors when exposed to elevated loading conditions. The new design demonstrates an improvement in mean time to failure performance over the current design when tested at elevated impaction loads. This device was manufactured after the design changed, therefore; a definite root cause cannot be determined with the information provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.